Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, the technical support specialist (tss) guided the user to clean the fingerprint screen using an alcohol swab and reboot the device. After reboot, the medapp launched successfully, and the user was able to login using fingerprint authentication normally. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station la2ortho3 biometric identifier was not detecting the fingerprint. However, there were no delay to patient care and adverse events or injuries reported based on this incident.